Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026. A mitraclip procedure was performed urgently to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and pre-existing flail. A mitraclip xtw was prepared per the instructions for use (IFU), inserted, and grasping was performed. Several grasping attempts were performed to attempt capture of the flail. However, this resulted in no mr reduction, and an increased gradient of 6mmhg with a heart rate of 60 beats per minute. The leaflets were ungrasped, and the clip was positioned more medially, where an adequate grasp was achieved. The clip was deployed on the mitral valve, reducing mr to a grade of 2 and the pressure gradient was reduced to 5mmhg. On the same day, one hour post procedure, an echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4. The patient was then transferred to surgery, where it was observed that the posterior leaflet was torn from the clip. The patient underwent mitral valve replacement. The patient was reported to be stable and recovering from surgery.